Manufacturer narrative:
Initial.

Event description:
It was reported that the user disconnected the ilet while charging and later observed rising blood glucose to approximately 215¿206 mg/dl after reconnecting; tubing was tested with visible drops, residue on the line was identified as tape rather than an air bubble, the user had eaten a granola bar hours earlier and several candies two hours prior, and stress was reported, with the site being a recently placed teflon infusion set; the ilet displayed a pause/resume insulin reminder, and the agent recommended a site change, which the user declined in favor of observation. Symptoms included hyperglycemia. Outcomes included no health consequences or impact. Investigation included troubleshooting and user education on infusion set assessment, tubing priming verification, and site change recommendation. Investigation of this case revealed no confirmed device malfunction and no mechanical obstruction, with hyperglycemia temporally associated with disconnection, recent carbohydrate intake, and stress. It was concluded, based on previously established findings for similar reports, that the cause was unclear. If the device is returned, a physical evaluation will be performed, and a supplemental will be submitted.